Manufacturer narrative:
Received 11 opened rubber catheters only. Per the visual inspection, the eleven catheters had pieces of tape present. Two of the eleven catheters were found to have burrs on them. Any other slight bumps were smooth lumps and were acceptable per specification. Therefore, only 2 of the 11 samples were confirmed as manufacturing related. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: "visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4).

Event description:
It was reported that the tip of the catheter had a rough edge.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the tip of the catheter had a rough edge.